Event description:
It was reported that the patient had an emergency bowel resection in 2008 with a 3 inch open wound. Multiple wound care treatments including wet to dry dressings and a wound vac were used on this area post-operatively. Then on the following month, the home care nurse used the collagen wound dressing in the wound. Three days later, the wound developed a small blister/bubble. As a result, the surgeon lanced the area two days later. The wound care was changed to wet to dry and the use of another dressing was used. No further information was provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.